Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device was pacing below the patient's lower heart rate during a left heart catheterization laboratory procedure. The device was interrogated post-procedure and it exhibited normal function with all metrics within normal range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.